Event description:
It was reported that "her pump battery is depleting faster than normal". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.